Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2017 the patient was found to be unresponsive at home by a family member. The patient was diagnosed with a catastrophic hemorrhagic stroke, and subsequently expired on (B)(6) 2017. The patient had a therapeutic inr. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the percutaneous lead (lead) in small service loop, severed approximately 10 inches from the pump housing. The remainder of the lead was returned in one 28 inch segment. The inlet tube and the proximal end of the flex section were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the report of a hemorrhagic stroke and the subsequent patient outcome could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as a potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.